Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the ins didn't sit well in her body, and shifted over to her left hip and became uncomfortable. Patient stated that she was very thin in that area. The patient tried everything to keep it in place, binding. No further complications were reported/anticipated.